Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 28-jan-2025 h3. Device eval by manufacturer- yes bd received five (5) samples and three (3) photos for investigation. The evaluation of the photos shows that the tube does not have an additive abnormality; instead, the brown color on the tube is identified as a burn mark, which is a tube molding defect. The investigation of the five (5) returned samples concluded that the suspected additive abnormality was indeed a burn mark. Additionally, 100 retained samples were visually inspected, and no tube defects were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was discolored additive in an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was discolored additive in an unspecified number of devices. There were no health consequences or impacts reported.